Manufacturer narrative:
Procedure note medical review conclusion for complaint a detailed medical review of the procedure notes for the complaint has been completed. A fred device was implanted at the target site with coils. Preoperative antiplatelet and anticoagulant therapy included aspirin and prasugrel therapy. Recurrence of the target aneurysm was confirmed, and flow-diverter treatment was additionally performed. Angiography confirmed that the aneurysm had not yet occluded (no images were provided) and postoperative antiplatelet and anticoagulant therapy included aspirin and prasugrel therapy. Data indicates that the patient recovered and is being followed up. Physician indicates that a causal relationship with the product cannot be ruled out. No patient injury or harm was reported. A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. There are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure. Blindness. Complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves. Cranial neuropathy. Death. Device fracture, migration or misplacement. Dissection or perforation of the parent artery. Headache. Hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)). Infection . Mass effect. Neurological deficits. Reactions to anti-platelet/anti-coagulant agents. Reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia). Reactions to anesthesia and related procedures . Reactions to contrast agents including allergic reactions and kidney failure. Rupture of the aneurysm. Stenosis of stented segment . Seizure. Stent thrombosis. Stroke or tia (transient ischemic attack). Thromboembolic event. Vasospasm. Visual impairment.

Event description:
It was reported that on (B)(6) 2020, the fred was implanted at the target site with coils. On (B)(6) 2021, recurrence of the target aneurysm was confirmed. On (B)(6) 2021, flow-diverter treatment was additionally performed. On (B)(6) 2022, angiography confirmed that the aneurysm had not yet occluded but had become thrombosed. Aneurysm location: ica, c2, side branch vessel covered: p-com, size: 4.47 mm in neck length, 18.48 mm in width, 18 mm in depth, 14 mm in height, shape: saccular, lesion site: right side, parent vessel diameter: 3.7 mm on the proximal side and 2.28 mm on the distal side, antiplatelet and anticoagulant therapy - aspirin, prasugrel both preoperative and postoperative it is noted the patient recovered and is being followed up.